Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6208758. Investigation conclusion: we could not determine the root cause of the issue since no sample or photo was returned for evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle tip of a bd saf-t-intima IV catheter safety system was black when the package was opened before use. No injury or medical intervention.